Event description:
During an implant the ICD delivered one therapy after direct current fibber induction which failed to convert the patient. The patient was rescued with an external defib device. An error message was received stating that there was possible output damage. A new device was implanted and a high voltage lead integrity check was perfomred showing normal impedance. After the pocket was sewn up, one more induction test was conducted resulting in an impedance of <10 ohms and the patient had to be externally converted again. A message again stated possible output damage. The lead and device were explanted the next day. Both the physician and the st. Jude representative belived the lead to be problematic.